Event description:
User has concerns with elevated calcium results over the past several months. Only the following two discrepant calcium results were provided, which were obtained during reagent lot correlation studies. Sample 1, tested 2007, initial result 10.5 mg/dl, repeat gave 11.4 mg/dl. Sample 2, tested 2008, initial result 14.5 mg/dl, repeat gave 15.3 mg/dl. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests performed which were within specification.